Manufacturer narrative:
No report of patient involvement. (B)(4). A gehc service representative performed a checkout of the equipment and a review of the logs. The consolidated ventilator interface board was replaced.

Event description:
The hospital reported that, during boot-up, the unit indicated a ventilator failure. There was no report of patient involvement.